Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center keyboard is not responding and narrow band imaging not working. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as the keyboard¿s inability to be used, the inability for the nbi to function, a rusted top cover/chassis/front panel/lvds cable, a cracked/damaged power switch, and an outdated software version were confirmed. Reportable phenomenon such as all lights of the front panel being lit was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of all lights of the front panel being lit could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. The cause of the failure is possibly due to stress related to heat and humidity affecting the circuit board but was unable to be determined. Olympus will continue to monitor field performance for this device.